Manufacturer narrative:
The valve was patent and passed siphon testing. The device did not meet specifications for siphone testing. It also did not meet requirements for leak testing as there were multiple tears in the top of the delta chamber. It is unknown how or when this damage occurred. The damage precluded pressure-flow and preimplantation testing. A review of the manufacturing records showed no anomalies. All of our valves are 100 percent tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that during the test before the surgery, the doctor allegedly found delta chamber leakage.